Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the reported event appears to have been potentially serious in nature and an align product contributed to the event.

Event description:
The patient reported experiencing vertigo, difficulty breathing (shortness of breath), upper respiratory symptoms (unspecified) and flu. The patient reported visiting a physician, and the ER due to the reported symptoms. The patient reported visiting the ER to assist with the respiratory issue, and was tested for a respiratory disease (results were negative). It is unknown if the patient took or was prescribed medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently getting better. The treating doctor believes the potential root cause could have been an allergic reaction to the aligners.